Event description:
A report was rec'd that the pt's precision system was explanted due to difficulty charging. The physician also felt the pt might have non-device related back issues and an MRI was needed.